Event description:
It was reported that signal loss over one hour occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). D10: unk screw. Cat#ni. Lot# ni. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Collinge, cory alan, reeb, alexander francis, rodriguez-buitrago, andres felipe, archdeacon, michael t, beltran, michael j, gardner, michael j, jeray, kyle james, miller, anna n, crist, brett d, sems, stephen a, shah, nihar samir, fogel, nathaniel, tibbo, megan. (2022) analysis of 101 mechanical failures in distal femur fractures treated with 3 generations of precontoured locking plates. J ortho trauma, vol 37 (issue 1), pgs. 8-13. Doi:10.1097/bot.0000000000002460. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2023 - 02974.